Event description:
The dr claims that the fabric was implanted for a carotid artery procedure and leaked blood (quantity unk). The blood clotted and the leakage stopped. The procedure outcome was fine. The pt's condition was fine. Note: on 11/25/1999, co learned that the bleeding was stopped with 5 raytex patches and 6 sutures. The quantity of blood lost through the patch is unk and unattainable. The patch was left in. Note: on 12/7/1999, co learned that the incident date was 11/18/1999, and the procedure was a carotid endarterectomy.